Event description:
It was reported the patient experienced a burning sensation in the left buttock area where the implantable neurostimulator (ins) was located. A sharp shooting pain down the patient's left leg and a stinging sensation in her left toes was reported. The symptoms began following a car accident on (B)(6) 2012. The ins felt dented. The patient had tried switching groups but both were uncomfortable. The patient's health care provider (hcp) had stated that her ins was located too low in her buttocks and should have been implanted higher. Four weeks later it was reported that the device was checked on by a manufacturer's representative. The device appeared to be working properly and an impedance test found all electrodes were in range. The patient wanted to have the battery moved to another location, but no decision had been made with her hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).